Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized for low blood glucose and she was about to removed the insulin pump for she will undergo computerized tomography scan but staff didn't let her. Customer's blood glucose level was 109 mg/dl. Customer also reported that the insulin pump was not working. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Pump downloaded properly to the carelink software noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2019.